Manufacturer narrative:
The device will not be returned for evaluation. The user facility later confirmed the communication error, u505, was attributed to user error from a loose communication cable, maj-1871. The cable was re-tightened and tested and no errors were found. The instruction manual states, ¿if the communication indicator is not illuminated, the communication cable 0.25 m between the compatible electrosurgical generator and ultrasonic generator is not connected properly¿ and provides instruction to, ¿1 confirm that the communication cable 0.25 m is connected properly to the generators and 2 confirm that the power switches of the compatible electrosurgical and ultrasonic generators are set to on. If the power switches are not on turn the compatible electrosurgical generator on first, then turn on the ultrasonic generator. If the communication indicator is not illuminated even after the above check, contact olympus.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) and colpotomy procedure, the physician made a decision to perform an open tlh surgery as a result of the patient¿s anatomy and the ultrasonic generator displayed error code u505. The procedure was completed with a different generator with no issues. No patient injury was reported. The procedure was not delayed as the transition occurred flawlessly. Patient bleeding was noted to be within normal for such procedure. In addition, the ultrasonic generator was inspected prior to procedure with no anomalies observed. The patient has been discharged and is doing well.